Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0013246845); product type: 0195-heart valves; implant date na; explant date: na ; product ID: l-evolutfx-34 (lot: 0012999657); product type: 0195-heart valves; implant date na; explant date:na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, the delivery catheter system (dcs) showed increased tension and resistance starting from the loading phase. During the third recapture attempt, at the time of valve deployment, the valve dislodged from the annulus and migrated into the ascending aorta near the aortic arch. A snare was used to reposition and secure the valve as low as possible within the thoracic aorta. A new medtronic valve was then successfully implanted, and the remainder of the procedure was reported to have gone smoothly with the patient in normal parameters.